Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain at the lead site due to the size of the epidural space. As a result, patient underwent surgical intervention on (B)(6) 2021, wherein the lead was repositioned. This addressed the issue.